Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the rotalink burr catheter. The visual and microscope inspection of the device revealed that the coil was kinked and stretched at the handshake connection. The advancer used in the procedure was not returned for analysis, functional testing was performed using a test advancer. Functional testing was performed by connecting the rotablator advancer to the rotablator control console. During functional testing, the device stalled and would not run due to the kinked stretched coil. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there was difficulty removing the device. A 1.75mm rotalink plus was selected for selected for a percutaneous coronary intervention (pci) procedure. During the procedure, a pecking motion was used for advancement and the rotalink was advanced. The device was tried to retrieve in dynaglide mode but it was difficult to remove from the patient. The physician then removed the device by hard pulling the device. After it was removed, the physician noticed the burr was damaged. The procedure was completed with another rotalink plus device and there were no patient complications reported. It was further reported that the patient was good post procedure.

Event description:
It was reported that there was difficulty removing the device. A 1.75mm rotalink plus was selected for selected for a percutaneous coronary intervention (pci) procedure. During the procedure, a pecking motion was used for advancement and the rotalink was advanced. The device was tried to retrieve in dynaglide mode but it was difficult to remove from the patient. The physician then removed the device by hard pulling the device. After it was removed, the physician noticed the burr was damaged. The procedure was completed with another rotalink plus device and there were no patient complications reported. It was further reported that the patient was good post procedure.

Event description:
It was reported that there was difficulty removing the device. A 1.75mm rotalink plus was selected for selected for a percutaneous coronary intervention (pci) procedure. During the procedure, a pecking motion was used for advancement and the rotalink was advanced. The device was tried to retrieve in dynaglide mode but it was difficult to remove from the patient. The physician then removed the device by hard pulling the device. After it was removed, the physician noticed the burr was damaged. The procedure was completed with another rotalink plus device and there were no patient complications reported.